Event description:
Customer reported his sensor readings are inaccurate. Customer's current blood glucose is 93 mg/dl. His sensor reading is 61 mg/dl. Customer stated his sensor reading is usually in the 60s, but his blood glucose is usually in the 90s. The data shows the sensor is trending in the right direction. Customer uses proper sensor insertion and calibration methods. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.